Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient called with driveline power faults. Modular cable and system controller were exchanged on (B)(6) 2025, and the alarm cleared. The patient called a week later with more driveline power faults and said they actually started back the day of the exchange. The patient was brought to emergency room and x-ray was performed, which showed no obvious areas of concern. Submitted log files contained a driveline disconnect events on 15jul2025 and 16jul2025. The log also confirmed the reported driveline power faults. The pump itself was unaffected by the faults and appeared to be operating normally. The connect of modular cable was checked; no corrosion was noted. Regarding the driveline disconnect seen in the log files, the patient had not disconnected the driveline or let their power die/disconnect power. The patient had active alarms when lying on left side, but alarm did not occur when the patient was lying on their back. The patient was then admitted. On (B)(6) 2025, a modular connector cleansing was done, and it resolved all the alarms.

Event description:
It was additionally reported that visual inspection of driveline confirmed only 2" remained externally. There was a slight kink as it entered the exit site. While unscrewing the modular cable for the first cleaning, a pump off alarm occurred despite still being connected. Alarms were noted on system monitor and the patient confirmed that they felt the alarm. They then allowed stabilization then continued to disconnect modular cable without further issue. Nothing was noted inside modular connector during surface cleaning. The patient was reconnected with modular cable and driveline power fault alarm continued. The second cleaning inside the pinholes was performed. Power fault alarms cleared following reconnection. Log files continued to show a large difference between isense a & b values. Third cleaning inside the power a and power b pinholes was performed exclusively. Still there were no alarms following reconnection and log files indicated both isense values were back to normal and superimposed when charted. The modular cable was also exchanged during the cleaning to prevent contamination.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline power fault alarms that were indicative of corrosion caused by fluid ingress at the inline connector of the driveline. A specific cause for the event could not be conclusively determined through this evaluation. The system controller event log file captured data from (B)(6) 2025 through (B)(6) 2025. Continuous driveline power fault alarms were activated on (B)(6) 2025 and (B)(6) 2025, associated with power a broken faults. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. A are currently available. Section 6 ¿patient care and management¿ of the IFU, cautions to keep the driveline exit site as clean and dry as possible and contains a subsection on ¿caring for the driveline exit site.¿ section 6 warns ¿do not allow patients to swim or take tub baths while implanted with the left ventricular assist device. Patient immersion in water or liquid may cause the pump to stop. Never submerge the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) in water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop.¿ section 7 ¿alarms and troubleshooting¿ describes alarm conditions as well as the appropriate actions associated with them. Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 1 ¿introduction¿ of the patient handbook warns that the system components must be kept dry. Never take tub baths or go swimming while implanted with the pump. Section 4 ¿living with the heartmate iii¿ contains information regarding how to clean and care for the driveline and driveline exit site. This section also instructs ¿never put the driveline, system controller, or any external equipment (such as the mobile power unit, batteries, power cables, or battery clips) into water or liquid. Immersion in water or liquid may cause the pump to stop.¿ section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables", which cautions the user not to twist, kink or sharply bend the driveline. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbooks describe that twists, kinks, or sharp bends may cause damage to the wires inside, even if external damage is not visible. These sections further state that if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.